Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 450 mg/dl and current blood glucose was 400 mg/dl. Customer had high blood glucose and changed infusion set, but blood glucose was not going down. Customer treated high blood glucose with the bolusing. Based on customer report customer does not allege pump was under delivering. Customer also stated that, the insulin pump had insulin flow blocked alarm. Performed high pressure test and got insulin flow blocked alarm. During troubleshooting customer tested blood glucose and it is going down. Customer will monitor blood glucose. The device is not expected to be returned for analysis.